Event description:
It was reported that during surgery the universal modular electric/battery double trigger handpiece functioned intermittently. The handpiece was fully mounted and was noisy and then the motor locked. There was no patient harm; however there was a delay in surgery by an unspecified amount of time.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.